Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports administering novorapid based on result of 13.4 mmol/l obtained on the mobile system at approximately 13:00. "Around" 14:00 customer states he began to feel "unsteady" and does not recall what happened next. Customer's wife arrived home at approximately 16:00 and found him unconscious. She immediately called an ambulance and attempted to treat the customer with honey. Ambulance arrived "around" 16:20 and customer tested 1 mmol/l on the professional device; he was treated with a glucose IV. Approximately 20 minutes later the customer regained consciousness, and the paramedics gave him a honey sandwich. The paramedics then took another blood glucose reading on their meter and got a result of 3.0 mmol/l; they immediately tested the customer on his mobile system and received a result of 18.0 mmol/l. Customer's condition has improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.